Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not form properly. Some pear shaped, some scissored. Not sure how they completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.